Event description:
It was reported that a patient underwent revision surgery to address a "mechanical failure" between an es2 rod, an es2 integrated blade screw and a xia 3 blocker five months post-operatively. This report captures the es2 rod.

Event description:
Upon inspection of an additional returned xia 3 blocker, it was observed that the blocker also shows signs of migration. This report captures the es2 rod.

Manufacturer narrative:
Corrected data: g1. Additional data: b5, d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.